Event description:
A caller reported that the cartridge was not fitting properly on the pump. Initially, it was indicated that the customer's blood glucose level exceeded 500 mg/dl, but clarification later noted that this was incorrect, and the level did not exceed this value. The customer was advised by technical support to remove the pump's case and inspect for any damage or debris. Upon discovering a piece of plastic covering the back of the pump, which was subsequently removed, the customer was able to insert the cartridge successfully and resume insulin delivery independently.